Event description:
The initial reporter stated that the pump "shuts off automatically". They did not state if the pump alarmed as expected or when in the feeding this occurred. Mmdg followed up with the initial reporter to obtain additional information, however, the initial reporter stated that no information was available. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "shuts off automatically". They did not state if the pump alarmed as expected or when in the feeding this occurred. Mmdg followed up with the initial reporter to obtain additional information, however, the initial reporter stated that no information was available. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for evaluation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.